Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead fracture and no new rv lead was placed. This lead broke into pieces, and the remnants were kept by the explanting hospital. The distal ring and helix remain in the patient. This lead will not be returned. No additional adverse patient effects were reported.